Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient's spouse stated that since the sensor was inserted on (B)(6) 2024, it had been reading inaccurately, ¿showing lows and highs¿ and has been ¿40-50 points off¿. The patient has been experiencing a massive headache, which is thought to be related to the cgm inaccuracies. The patient had taken 1000 mg of tylenol at home to treat the headache. The patient¿s spouse further stated that she feels she is giving the patient the wrong amount of insulin when relying on the cgm device. It was noted that a bg comparison is done on occasion but not consistently. On 04/28/2024, due to the patient¿s persistent headache, his doctor recommended he go to the emergency room. It was mentioned the ¿reading was high¿, but it is unclear if this was a cgm or bg meter reading. The patient had a CT (computed tomography) scan done and it was confirmed he did not have an active bleed. The patient was treated with IV tylenol and imitrex but the headache continued. The patient was recommended to undergo an MRI next. There was no documentation on how long the patient was in the ER, nor were any cgm or bg meter values reported during the time the patient was in the ER. The patient was still experiencing headaches "on and off" at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. It has been reported that there was a difference in readings of 40 to 50 points. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.